Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and menorrhagia ('injuries and complications: abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: benzodiazepine dependent, depo-provera shot, diflucan and effexor. Concurrent conditions included gerd, dysmenorrhea, weight gain, menopausal, polymenorrhoea, tubal ligation, loop electrosurgical excision procedure, d & c, dysplasia, luteal cyst of ovary and koilocytotic atypia. Concomitant products included calcium chloride; potassium chloride; sodium lactate (lactated ringers), celecoxib, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, gabapentin, hyoscine (scopolamine), lidocaine, methocarbamol, midazolam, nsaids since (B)(6) 2015, omeprazole (prilosec) from (B)(6) 2013 to (B)(6) 2017, ondansetron, paracetamol (acetaminophen) since (B)(6) 2015, tranexamic acid (lysteda) from (B)(6) 2017 to (B)(6) 2017 and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. The patient was treated with surgery (dilation and curettage and removal of left essure coil on (B)(6) 2017). At the time of the report, the uterine perforation, menorrhagia, pelvic pain, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient still has the right coil inside that is causing her issues. Did not undergo confirmation test (discrepancy noted) essure inserted in both side without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received : new events added - ¿ abnormal bleeding (vaginal, menorrhagia),depression and mental anguish, migration of essure device location of device: uterus/ perforation(uterus)¿. Reporter, medical history, patient demographic and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus') and menorrhagia ('injuries and complications: abnormal bleeding (menorrhagia) in a 45-year-old female patient who had essure (batch no. C22915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: benzodiazepine dependent, depo-provera shot, diflucan and effexor. Concurrent conditions included gerd, dysmenorrhea, weight gain, menopausal symptoms, polymenorrhoea, tubal ligation, loop electrosurgical excision procedure, d & c, dysplasia, luteal cyst of ovary and koilocytotic atypia. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), celecoxib, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, gabapentin, hyoscine (scopolamine), lidocaine hydrochloride (lidocaine), methocarbamol, midazolam, nsaids since (B)(6) 2015, omeprazole (prilosec) from (B)(6) 2013 to (B)(6) 2017, ondansetron, paracetamol (acetaminophen) since (B)(6) 2015, tranexamic acid (lysteda) from (B)(6) 2017 to (B)(6) 2017 and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant), pelvic pain ("physical pain/ pain pelvic area"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. The patient was treated with surgery (dilation and curettage and removal of left essure coil on (B)(6) 2017). At the time of the report, the uterine perforation, menorrhagia, pelvic pain, vaginal hemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: patient still has the right coil inside that is causing her issues. Did not undergo confirmation test (discrepancy noted) essure inserted in both side without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus\perforation: other/migration') and menorrhagia ('injuries and complications: abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding') in a 45-year-old female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: benzodiazepine dependent, depo-provera shot, diflucan and effexor. Concurrent conditions included gerd, dysmenorrhea, weight gain, menopausal symptoms, polymenorrhoea, tubal ligation, loop electrosurgical excision procedure, d & c, dysplasia, luteal cyst of ovary and koilocytotic atypia. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), celecoxib, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, gabapentin, hyoscine (scopolamine), lidocaine hydrochloride (lidocaine), methocarbamol, midazolam, nsaids since july 2015, omeprazole (prilosec) from (B)(6) 2013 to (B)(6) 2017, ondansetron, paracetamol (acetaminophen) since july 2015, tranexamic acid (lysteda) from (B)(6) 2017 to (B)(6) 2017 and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage and hyst. (Full),salping unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, vaginal haemorrhage, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient still has the right coil inside that is causing her issues. Did not undergo confirmation test (discrepancy noted) essure inserted in both side without difficulty. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, migration, perforation: other she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal, dysmenorrhea (cramping) added. Events pain and menorrhagia outcome updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus\perforation: other/migration') and menorrhagia ('injuries and complications: abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding') in a 45-year-old female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: benzodiazepine dependent, depo-provera shot, diflucan and effexor. Concurrent conditions included gerd, dysmenorrhea, weight gain, menopausal symptoms, polymenorrhoea, tubal ligation, loop electrosurgical excision procedure, d & c, dysplasia, luteal cyst of ovary and koilocytotic atypia. Concomitant products included calcium chloride;potassium chloride; sodium lactate (lactated ringers), celecoxib, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, gabapentin, hyoscine (scopolamine), lidocaine hydrochloride (lidocaine), methocarbamol, midazolam, nsaids since (B)(6) 2015, omeprazole (prilosec) from (B)(6) 2013 to (B)(6) 2017, ondansetron, paracetamol (acetaminophen) since (B)(6) 2015, tranexamic acid (lysteda) from (B)(6) 2017 to (B)(6) 2017 and valaciclovir hydrochloride (valtrex). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (dilation and curettage and hyst. (Full),sapling unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, depression and anxiety outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient still has the right coil inside that is causing her issues. Did not undergo confirmation test (discrepancy noted) essure inserted in both side without difficulty. She received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, migration, perforation: other she received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event abnormal bleeding (vaginal) updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.